Event description:
It was reported that there was a possible lead fracture, along with noise, increased short interval counts which could indicate oversensing, and high and unstable lead impedance. The lead was to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. In addition, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis comments revealed 1 patient alert for lead failure predictor on (B)(6) 2013; 5 ventricular non sustained tachycardia¿s <(><<)>=201 milliseconds between (B)(6) 2013 and ventricular short interval count v-sic=353 counts in 0.40 days on (B)(6) 2013.